Event description:
It was reported by repair work order that the customer alleged that the siderail came off. Upon inspection of the unit by the service technician, it was identified that the left siderail would not latch in the upright position.